Event description:
The customer reported an over infusion. Details of the event were reported as follows: the medication busulfan (100 ml primary infusion) was found empty 12 min after it was hung. The busulfan infusion ran at 500 ml/hour instead of the intended 50 ml/hour. Although the nurse insisted she used the drug library, the reporter stated she was fairly confident the nurse did not use the drug library and the rate was programmed in error. The customer tried to replicate the infusion on a different pump module and the drug library did not allow her to configure the drug at 500 mls/hour. No pt harm and no medical intervention occurred. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The customer did not record the device serial number and no device or device logs were returned or are expected to be returned. The root cause of the customer's experience could not be identified.